Manufacturer narrative:
: Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to gear wheel 3. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) and a patient regarding a patient receiving fentanyl (140 mcg/ml, 21 mcg/day), prialt (20 mcg/ml, 3 mcg/day) and baclofen (250 mcg/ml, 37.5 mcg/day) via an implantable pump for non-malignant pain. On (B)(6) 2018, the patient reported to their healthcare professional (hcp) that they could hear a critical alarm occurring that began the night before (sunday (B)(6) 2018). The pump was interrogated at the hcps office and a motor stall was identified. The patient was to go the another hospital for emergency pump replacement and medical management. The patient was treated with supplemental medications at the hospital to prevent withdrawal and return of symptoms. The critical alarm was for a motor stall that occurred on (B)(6) 2018 and there was no recovery of the motor stall. It was also noted a stopped pump period may exceed tube set error was seen. The pump was explanted on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.